Event description:
It was reported ¿your implantable drug pumps don¿t work properly¿. No further information was provided. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, product type: catheter. (B)(4).